Event description:
It was reported that a couple of weeks post-surgery, the patient met with a manufacturer representative for an adjustment due to having numbness from her right leg to her foot. It was noted that the adjustment was fine, but the patient would get intermittently shocked when she would walk into certain stores or the library. It was reported that the patient was shocked by any high powered scanner. The reporter states that the patient had been feeling stimulation cycle, but it never cycled prior so she thought she had done something to the programmer. It was reported that the patient was on program 2 at 1.9 volts and stimulation was shocking. If the patient bent over or picked something up, she would get shocked as well. It was noted that the patient turned stimulation down to 1.0 and increased it until it was strong, but comfortable. The patient increased stimulation to 1.8 and was feeling it strong and comfortable, but it felt like it was fluctuating and it was still cycling, getting way too strong then decreasing. It was noted that symptoms included shocking. It was reported that the patient thought that the stimulus was turning off and on and continued to shock her. It was noted that the patient said that sometimes she felt like turning it off, but even when it was painful, it was better than going to the bathroom ¿100 times a day like she used too.¿ the reporter stated that the patient had not had a check-up since the implant and would follow up with the doctor. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v535669, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they had problems with their device in 2013 which led to replacement. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.